Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. It was stated the facility has not released the device for investigation. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the reported event could be attributed to: jaws/blade subassembly damage or separation. Too much force or torque applied to instrument, or grasping/pulling. Scalpel blade tip or jaw broken or damaged, cleaning instrument or blade tip with abrasives. Incidental and prolonged activation against solid surfaces, such as bone, metal or plastic. The instructions for use (IFU) state: take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error. Should the device become available for return, the investigation will be reopened at that time. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the harmonic scalpel broke off inside the patient. Multiple attempts were made to obtain additional information. No information was provided. However, there was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
On 6/14/2017, additional information was received from the reporting facility regarding the reported event. The executive summary has been updated with this information.

Event description:
It was reported that the tip of the harmonic scalpel broke off inside the patient's abdomen. X-ray was taken to retrieve the broken piece. The broken piece was retrieved with another instrument and the device was replaced, leading to a delay of 5 - 10 minutes. The procedure was completed successfully. There was no patient injury reported. These are commonly used devices that are readily available.